Event description:
The pt ((B)(6)) received an ipg on (B)(6) 2011. It was reported the pt has not utilized the scs system in several months amid allegations the system was not providing adequate relief. Currently, the pt is unable to recharge the ipg or establish communication with the device via the programmer. An appointment will be scheduled in the coming months for further interrogation of the pt's scs system

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.